Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient received a right knee truliant implant date: (B)(6) 2018, revision date: (B)(6) 2021. No other information provided.